Manufacturer narrative:
(B)(4). D10: 66022663 - palacos r + g (1x40) - (B)(6). 183070 - vanguard cr por fmrl-lt 67.5 - (B)(6). 141253 - polished finned tib tray 71mm - (B)(6). G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, the patient was revised approximately 14 years post implantation. It was observed wear in the bearing. The poly was exchanged. The femur and the tibia remain implanted. Attempts have been made and no further information has been provided.